Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. (B)(4).

Event description:
The contact from the facility reported that the deltaplush coil (dpl10025620/p10221) could not be detached. The coil was the third coil in the procedure. It was positioned easily. The audible beep was heard however the coil was not detached. The coil was pulled out approximately 1 -2 cm and repositioned in the aneurysm. When trying to detach, no audible beep was heard. The detach button was pressed five times. The connecting cable (ccb00015700/p10417) was substituted with another connecting cable (details unknown) however the same result occurred. The same procedure of repositioning the coil was performed repeatedly with no success. Then the red system fault lamp illuminated. The coil was recovered. The same type of deltaplush coil (dpl10025620/lot unknown) with the same dimensions advanced through the same catheter (excelsior sl 10) was detached easily. There was no damage to the non-detached coil when it was removed from the microcatheter. A pre-deployment electrical check was performed, which passed. The green system ready light illuminated. The detachment light illuminated during the detachment cycles. All connections fit properly without use of excessive force. At the time of initial contact the devices were available for return.

Manufacturer narrative:
The connecting cable was returned and passed inspection and functionality testing, therefore connecting cable p10417 did not contribute to the coils non-detachment during the procedure. The unidentified detachment control box (dcb) was not returned. The sl-10 microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. The detachment fiber was intact, undamaged, and did not receive heat and melt. The coil was returned undamaged. The device positioning unit (dpu) passed electrical testing with resistance at 53.6 ohms (range 48.85/56.0) and the enpower system¿s ready green light illuminated (IFU). The coil failed to detach after multiple detachment attempts. Post-detachment inspection found that the enpower system¿s ready green light turned off and the resistance failed at 36.3 ohms. The detachment fiber did not receive heat and melt. The field complaint of the coil¿s non-detachment was duplicated. No manufacturing defects were found. The complaint of the microcoil system passing the pre-deployment check and then failing to detach inside the target site is confirmed. Laboratory testing confirmed the field complaint as the microcoil system passed pre-detachment electrical testing, but failed to detach despite multiple detachment attempts. After the post-detachment attempts, the microcoil system failed electrical testing. The most likely contributing factor to the microcoil system passing the pre-deployment electrical test and failing to be detached inside the target site may have been due to a fracture of the solder joint connection. The circumstances of how and when this damage occurred cannot be determined as all microcoil systems are electrically tested prior to final packaging. In addition, without the return of the complete detachment systems and the sl-10 microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and the analysis, the event was confirmed, however the circumstances of the damage found to the device could not be determined. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.